Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy due to noise on the right ventricular lead was delivered. High pacing impedance and a decrease in sensing were also noted. X-ray imaging revealed no visible lead damage and the tachy therapy was disabled. The patient's condition is unknown and additional information has been requested but not received. Related manufacturer report number: 2938836-2017-31636.